Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012 and suture was used when making the first pass through the uterus, the needle pulled off the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01022 and 2210968-2013-01023. The same patient is represented in each medwatch.